Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device passed all testing including power cycling and final testing. The device was recertified and returned to the customer. However, upon inspection the customer's batteries were found to be fully depleted. The voltage was found to be below minimum working voltage. Review of the device logs show several user advisories that the battery is between 10% and 19% capacity. The batteries were scrapped. It's important to note that the batteries returned exceed our recommended time of use. According to our user's manual, these batteries have a standby and/or usage life of five years. The history data showed that the battery was installed from approximately (B)(6) 2015 to at least (B)(6) 2020. Furthermore, in (B)(6) 2020, errors were triggered that notified the user of the battery status. The battery was fully depleted due to use and time. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.